Event description:
It was reported that the pt's capsule broke while the surgeon attempted the implantation of the li61aor lens into the pt's left eye. A vitrectomy was performed and no intraocular lens was implanted.

Manufacturer narrative:
Additional info received from the surgeon indicates that the pt is now blind. According to the surgeon, the blindness is not due to the iol, but rather due to other extenuating issues with the pt. Despite attempts to obtain further info regarding the extenuating issues, no additional info has been provided by the customer. The lens was returned to b&l. Visual inspection found one haptic slightly bent. Functional testing cannot be performed due to the condition of the lens. The cause of the observed damage cannot be determined. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Inspection and test records indicate that the released lenses from this lot conformed to specification at the time of release. Based on the info available, the root cause of the reported event cannot be determined.